Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic rectum procedure, instrument showed malfunction, then tip broke off. Surgeon took new instrument. No further information available. There were no adverse consequences for the patient.